Event description:
General report received of an unspecified number of undocumented incidents of inadequate suction. At unspecified times while in use on patients, it was reported that it was not possible to build up high pressures above 120 to 180 mmhg. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were discarded. The catalog number provided is the international list number that was involved in the reported event which is comparable to the domestic list number. The domestic list number has a common device name. This report represents all the info known by the reporter upon query by hospira personnel.